Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crea) on a cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 21.6 mg/l. The sample was repeated twice, resulting as 11.30 mg/l and 10.8 mg/l. No adverse events were alleged to have occurred with the patient. The lot number of the crea reagent was 302847. The reagent expiration date was asked for, but not provided. Precision studies were performed.

Manufacturer narrative:
The customer stated that they received a questionable crea result for an additional patient sample on (B)(6) 2018. The field service engineer replaced the sample probes and gear pump. He verified the pressure. He ran controls and these were ok.

Manufacturer narrative:
The issue was resolved after completion of the service actions.